Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.